Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On an unreported date in the same month as the onset, the patient began treatment with cefazolin 1 gram once daily intraperitoneally (duration not reported) and ceftazidime 1 gram once daily intraperitoneally (duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Extraneal and physioneal therapies were ongoing. Hospitalization was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.